Manufacturer narrative:
A product investigation is in progress.

Event description:
Couldn't grasp the string - retained tampon [foreign body in reproductive tract] tried removing tampon but the string was too short to grip (retained tampon) [complication of device removal]. Tampon string too short to grip [device physical property issue]. One longer thread that I could reach but as I pulled it gave way- tampon [device breakage]. Consumer sent e-mail stating she tried to remove a tampon but the string was too short to grip; there was one longer thread she could reach but as she pulled it gave way. No serious injury was reported.

Manufacturer narrative:
19-jan-2021 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Couldn't grasp the string - retained tampon [foreign body in reproductive tract]. Tried removing tampon but the string was too short to grip (retained tampon). [Complication of device removal]. Tampon string too short to grip [device physical property issue]. One longer thread that I could reach but as I pulled it gave way- tampon [device breakage]. Case description: consumer sent e-mail stating she tried to remove a tampon but the string was too short to grip; there was one longer thread she could reach but as she pulled it gave way. No serious injury was reported.